Event description:
It was later reported that the ins's were cutting in and out. The ins's were programmed to cycle on and off which appeared to be set at 2 min off and 45 sec on. When the ins cycles off it does not turn back on and the patient has to turn the device back on. The company representative reported that the patient claims to be walking and then all of a sudden the stimulation would just turn off and no longer feel it. This has happened when the ins's were 100% charged. She then takes her patient programmer and it shows the device was off. This has been occurring 1 to 4 times a day for the past month. It was noted that her settings were at high parameters and she has to recharge every day. No power on reset or out of regulation icons were seen. Impedance measurements were normal. Palpation did not reproduce the off sensation. Cycling was not on. Diagnostics and interrogation was done on the devices and they were both working fine. The batteries may be running out of power since she runs them at full power all day. The patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was shutting off by itself. It was noted that the patient was not near any electromagnetic interference (emi). In addition, the screen on the recharger component device system was unresponsive and blank. The patient was instructed to perform a recharger test which resolved the issue. It was also reported that the patient had 2 recharger units and that they would shut off and on by themselves for the past month or so. Additional information has been requested but was not available at the time of this report. See also manufacturer's report # 3004209178-2013-06502 for patient's concomitant device system.

Manufacturer narrative:
Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).